Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo an explant procedure. Device malfunction was not suspected. The surgeon believed that the pain can be treated surgically.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16160062, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo an explant procedure. Device malfunction was not suspected. The surgeon believed that the pain can be treated surgically.